Manufacturer narrative:
Three photographs were received for device evaluation, as well as one device. Visual inspection found one small tear in the cuff of the returned sample. Device cuff was inflated using a syringe and then subsequently submerged under water. A leak was observed to be coming from a small tear in the cuff. Cuff assembly and inflation line assembly operations were reviewed; no discrepancies were found. Production performs a 100% in process inflation test to the cuff and visual inspected that cuff has no ragged edges. The reported customere complaint has been confirmed, however this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
It was reported that during the use of the product, the customer noticed the cuff did not work normally. No patient injury or complications were reported in relation to this event.